Event description:
Following the atrial fibrillation procedure, when the sheath was removed from the patient, it was noted that there was a serration type appearance at the edge.

Manufacturer narrative:
One image was submitted for evaluation to product performance engineering; no device components were returned. The photos appeared to show multiple locations in the sheath tubing that appeared to have been torn or punctured. Visual inspection was based solely upon a review of the photographs provided. The device was not returned. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event remains unknown.